Event description:
It was reported that the flexima biliary stent would not deploy. The flexima biliary stent was advanced over a jagwire into the bile duct and attempted to be released. The inner sheath was stretched and the stent could not be released. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be "good".